Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient fell and were going to the bathroom 24/7 after the fall and they are still going to the bathroom all the time. The symptoms started about 3 weeks ago. Agent explained to patient they might have moved or damaged the lead when they fell. Agent went to walk patient through checking their settings, and the communicator was dead. Agent instructed the patient to charge their communicator for at least an hour and call back to check and adjust the settings.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.